Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyk1348 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that this unit was used and presented hole in the distal part, it was possible to continue its use as the damaged portion was discarded and used part of "good" catheter.